Event description:
It was reported that balloon rupture occurred. A 15mm x 3.00mm wolverine coronary cutting balloon monorail was selected for use. During procedure, it was noted that the balloon ruptured at 12 atm for 10 seconds. The device was removed without any problem using the normal method. The procedure was completed with a different device. There were no patient complications, and the patient was in good condition post procedure.